Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) of 580 mg/dl. The cause of the elevated bg was unknown. A bolus via the pump was administered to address bg. Subsequently, the customer did not consume carbohydrates which resulted in customer's bg level dropping to 36 mg/dl. Customer consumed glucose tablets to resolve the issue. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.